Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098898. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced an overstimulation with their scs system. In turn, surgical intervention was undertaken wherein the system was explanted. Note : it is unknown which lead is related to this issue.